Event description:
It was reported that this implantable pacemaker exhibited oversensing and pacing inhibition of up to three second on the right ventricular channel. The device was reprogrammed. Seventeen months later a second episode was evaluated in which it was found that the device exhibited undersensing and loss of capture on the right ventricular channel. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.